Manufacturer narrative:
Additional information: b5, b6, and b7. B5: upon follow-up, it was reported that peritonitis was not resolved. Pd therapy was discontinued, and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized and was treated with unspecified medication at the hospital. Patient outcome and action taken with pd therapy were not reported. No additional information is available.